Manufacturer narrative:
Date of event: unknown. (B)(6). Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to foreign matter was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, evaluation of the retain samples was conducted and foreign matter was not observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue.

Event description:
It was reported that foreign matter occurred with a bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes. The following information was provided by the initial reporter, "we have accidentally discovered the presence of a nut in an edta sampling tube, the ide had no problem with sampling and the vacuum was correct."